Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. It was informed that the patient will become non-user of the internal device and the revision surgery will be reconsidered in the future. The patient remains implanted. This is the final report.

Event description:
The patient was experiencing facial nerve stimulation when using the internal device. Revision surgery is under consideration and the patient was implanted on the contralateral ear.